Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement, and endoleak. Furthermore, users are made aware of the risks associated with type ii endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. It was reported that a type ii endoleak was observed just after the initial procedure. On an unknown date approximately one year after the initial procedure, aneurysm enlargement of an unknown amount was observed. On (B)(6) 2020, coil embolization to the lumbar artery was performed to treat the type ii endoleak. A type I endoleak was also observed by intra-aneurysmal angiography. The physician reportedly considered that the type ii endoleak caused the aneurysm enlargement and the patient's proximal neck was also enlarged as a result. This situation caused the proximal type I endoleak, and the aneurysm was enlarged further. On (B)(6) 2020, an aortic extender component was additionally implanted to treat the type I endoleak. The outcome was reported as "unknown", however, the type ii endoleak was no longer observed, and no further issue including the type I endoleak was reported after the procedure.